Manufacturer narrative:
The hospital replaced the intubation circuit to resolve the issue. Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction during causing a leak greater than 4.5 lpm. There was no patient injury.